Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to infection. It was also noted this lv lead dislodged and the skin around the pocket area had become thin. The decision was made to explant the entire system. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.